Manufacturer narrative:
The device involved was received back at the manufacturer facility and is currently under investigation. We are filing this MDR because it appears the procedure may have been delayed or cancelled.

Event description:
The device is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule. Or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. It was reported to us endoscopy that during a capsule delivery procedure the white cup portion of the device detached from the catheter. The detached cup was noticed by the user and immediately removed from the patient's mouth. The facility reported that there was no harm to the patient.